Manufacturer narrative:
(B)(4). The customer reported the patient passed away. The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The results of the sample analysis revealed the device was tested and passed both the functional and electrical test. The device was determined to meet specification requirements per rite testing. External & internal inspection was performed and revealed no problems. There was no evidence of fluid or moisture found within the device. Analysis of the device pneumatic system was performed and revealed no leak and all pressures were correct & stable. Device passed seal, purge & wet disposable integrity test and successfully completed a short simulated therapy. The pal analyzed the device and no failure or malfunction was identified that could have caused or contributed to the reported issue. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of the patient¿s death was not reported. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.